Event description:
It was reported that a 840 ventilator went into a ventilator inoperable condition. Patient involvement information was not provided by the customer.

Manufacturer narrative:
Patient involvement and repair information was available prior to the time of the initial report submission. Corrected initial reporter information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 840 ventilator went into a ventilator inoperable condition. The ventilator was not in use on a patient at the time of the reported event. A third party service provider inspected the device and they found the connections on the inspiratory and expiratory modules to be disconnected. To address the issue, the third party service provider re-connected all the connections. The unit passed all testing and operates within the manufacturing specifications.